Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor stopped working which resulted in an adverse event. The patient¿s daughter-in-law stated that the sensor stopped working about 24 hours after being installed. She stated that it ¿just stopped transmitting any data and continued to beep.¿ no other details of the failure were reported, and the reporter stated that she could not remember what the error message indicated. She stated that the patient¿s levels had climbed dangerously high due to no transmission and medical intervention was necessary. The reporter declined to provide any further information regarding medical intervention. Data was provided for investigation but does not reflect the full investigation window. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.